Event description:
It was reported that the patient experienced a left subclavian thrombosis after a lead replacement procedure. The patient had surgery to remove the replacement lead and correct the thrombosis. The patient has had an additional surgery in another attempt to correct the thrombosis and the swelling which had extended. The patient alleges that "I am now dealing with the disfigurement, pain, and trauma of an ongoing battle with my appearance and health. I still suffer with the anguish of this ordeal and will be forced to do so for the rest of my life. I do not see a healthy future for me with the circulation issues that came about from [the lead]." No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.